Event description:
We have experienced two events using the maquet clean maquet shoulder restraint device. This device attaches to the head of an o.r. Table. When a patient is put in the trendelenburg position on an or table, this restraint is placed so the patient's shoulders rest on the restraint keeping the patient from sliding off the table. In both events after surgery, the patients complained of numbness and pain in their shoulder and arm. The restraint is made out of hard rubber and does not swivel. This causes all of the weight/pressure on one portion of the shoulder. If the restraint swirled then the pressure would be spread across the whole part of the shoulder. After the first incident the surgeon suggested putting some padding around the device. This did not help and the second patient also complained of the same pain and numbness. As a result, the surgeon has refused to use this device again. It should be noted that after a few days the pain did go away for both patients.